Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump might have over deliver. The customer's blood glucose was 80 mg/dl at the time of incident. The customer's parent also reported that they might take legal action about the event. The insulin pump will not be returned for analysis.